Event description:
Three scres (cortical and cancellous) were implanted in pt's right ankle. Surgeon removed the screws due to pt irritation.

Manufacturer narrative:
Synthes has rec'd info from the surgeon stating that the pt had healed and the screws were removed as recommended in the product literature. The surgeon further stated the irritation was discovered during the removal process and was not the result of a product failure nor was it the reason for the removal. Therefore, synthes believes this incident is a non-reportable event according to definition.